Manufacturer narrative:
Follow-up received on 29-feb-2016: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and was experiencing pelvic pain. She had a bilateral salpingectomy and had essure removed surgically. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of this pain and essure inserts localization and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Ptc investigation result was received on 04-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and was experiencing pelvic pain. She had a bilateral salpingectomy and had essure removed surgically. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of this pain and essure inserts localization and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. Further information is being sought.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception. Patient was experiencing pelvic pain and had essure removed surgically and bilateral salpingectomy on (B)(6) 2015. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and was experiencing pelvic pain. She had a bilateral salpingectomy and had essure removed surgically. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of this pain and essure inserts localization and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Further information and a product technical complaint analysis are being sought.